Event description:
It was reported that the patient had not seen his doctor for 1-2 years, and the hcp had previously moved "wires" to left side of his ribs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that about 1.5 years ago the patient's leads were moved "to the front" due to coupling issues. Additional information has been requested but was not available as of the date of this report.